Manufacturer narrative:
(B)(4). (Film review), inherent risk of procedure (occlusion, stent graft kink), patient's condition affected effectiveness of device (small distal aorta and small distal portion of the proximal neck contributed to the reported occlusion, calcification), device failure/lack of effectiveness related to patient condition (small distal aorta and small distal portion of the proximal neck contributed to the reported occlusion, calcification).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 8.5 cm in diameter abdominal aortic aneurysm approximately five months ago. Vessel morphology at the time of implant was reported as the posterior limb measured 8-6 mm in diameter and the anterior limb measured 12-10 mm diameter. The patient's anatomy is heavily calcified. Currently the aneurysm is 7.4 cm in diameter. It was reported that the patient presented with pain in their right leg. The CT showed that the right iliac limb was occluded; however, the right leg was being perfused from the left hypogastric artery, below the distal edge of the stent graft. The issue seems to be that the graft is kinked at the top of the flow divider, with a corresponding kink at the native aortic bifurcation. The CT scan from three months ago shows the same kink however, the iliac limb is not thrombosed, the kinked area at the flow divider measures 7-7.3 mm on the posterior limb and 12 mm on anterior limb. The physician believes that the aneurysm shrinking along with his heavily calcified anatomy had a lot to with the limbs kinking. Also of note is that sfa arteries are heavily stenosed. The patient was identified originally as not being a good surgical candidate with endovascular being his only option. It was explained to the patient that the issues were due to the degree of calcium in his arterial system. The patient will continue to be monitored by the physician. No additional clinical sequelae were reported. There was an internal review of returned films. Pre-implant films were limited; the anatomy could not be evaluated. The implant angiogram showed that the ipsilateral limb was placed on the right side; the limbs were crossed. Post-implant the distal portion of the proximal neck (near the stent graft flow divider; approximately 5cm below the renal arteries) appeared narrowed down to approximately 19mm minimum l-r. Another area of stent graft narrowing was seen at the distal aorta where the limbs crossed (approximately 20mm left to right). Final angiogram showed good distal runoff and no obvious endoleak. Post-implant showed that the stent graft was just below the renal arteries; the proximal neck diameter was 18 x 21mm and very calcified. The distal end of the proximal neck was 18 x 21mm diameter and ringed with calcification; the ipsilateral (posterior) limb was compressed to 7 x 14mm. No thrombus was seen within the stent graft. The distal aorta was small and calcified; the ipsilateral limb was compressed down to 5mm x 14mm, and the contra limb down to 5 x 13mm. The iliacs were also calcified. Images at the reported occlusion event one month ago were not returned for evaluation. It is likely that the small distal aorta and small distal portion of the proximal neck contributed to the reported occlusion.